Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the left ventricular (lv) lead became dislodged and experienced high thresholds, leading to rapid battery depletion. The implantable cardiac defibrillator (ICD) was replaced. The lv lead was capped and replaced. No further patient complications were reported as a result of this event.